Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to unspecified reasons. The new aus device consisted of two 4.5 cm cuffs, a 61-70 cm h2o balloon and pump.